Event description:
New information received indicates that the right ventricular (rv) lead exhibited noise oversensing.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior the procedure, the right ventricular (rv) lead exhibited noise and the right atrial (ra) lead had an unspecified malfunction. Both rv and ra leads were capped and replaced on (B)(6) 2024. The patient was in stable condition.